Manufacturer narrative:
Date of report: the exact date is currently unknown; however, it is known it was during (B)(6) 2013. This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, neuro-spinal procedure went fine with bioglue used to fix a dural tear. The patient suffered infection symptoms and was reoperated on a number of days after. Infection matter (pus) was found around the bioglue which has been on the dura. Patient was put on antibiotics. There was no long term impact to patient but patient was reoperated on. It is unknown what date the manufacturer became aware of the event however, it is known that it was during the month of (B)(6) 2013.a list of potential lot numbers which could be related to this complaint were identified from shipping records. The bioglue manufacturing records for the lot numbers identified were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per for device master record. All lots passed functional testing and met cryolife release specification.at the time of this report, a cause of the events observed in this patient is unable to be determined. It is unclear whether any other product (i.e. Suture, dural patch material, etc.) Was used during the procedure or if any cultures were taken from the infection matter (pus) that was found around the bioglue. However, bioglue is terminally sterilized so it is unlikely that bioglue introduced infection into the patient.there is insufficient information to determine a root cause for the reported event. Bioglue is sterilized using a validated process and is therefore unlikely to be a direct cause of an infection. The IFU states "do not use bioglue in the presence of infection and use with caution in contaminated areas of the body." The IFU lists the following adverse events observed with the use of bioglue: inflammatory and immune response and allergic reaction. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risks.

Event description:
According to the report, neuro-spinal procedure went fine with bioglue used to fix a dural tear. The patient suffered infection symptoms and was reoperated on a number of days after. Infection matter (pus) was found around the bioglue which has been on the dura. Patient was put on antibiotics. There was no long term impact to patient but patient was reoperated on.

Event description:
According to the report, neuro-spinal procedure went fine with bioglue used to fix a dural tear. The patient suffered infection symptoms and was reoperated on a number of days after. Infection matter (pus) was found around the bioglue which has been on the dura. Patient was put on antibiotics. There was no long term impact to patient but patient was reoperated on.